Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported that the spo2 value would change from 97% to 47% sporadically. The measurements were obtained by using an "oxitest plus 7" simulator. There is no report of any patient impact or consequence as a result of the issue.